Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the backplane to compressor cable pinched/damaged. The se replaced the backplane to compressor cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a compressor fault error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.